Event description:
Attorney alleges that on or about (B)(6) 2020, the patient was admitted for a routine, non life-threatening surgical procedure to remedy the condition of a hiatal hernia and acid reflux. It is alleged that the recommended procedure pre-surgery was described as "hiatal hernia repair with mesh and tif". It is alleged that the procedure was completed and was described as a "robotic hiatal hernia repair with mesh and as a transoral incision-less fundoplication". It is also alleged on (B)(6) 2020, post procedure and surgery recovery care, work up, testing, evaluation, monitoring, medications, follow-up, and post-surgery hospital discharge took place. It is alleged that the patient was discharged on (B)(6) 2020. Attorney alleges that on (B)(6) 2020 the patient died at home. It is alleged that the cause of the death was due to complications of acute peritonitis and sepsis due to infection and graft dehiscence in the diaphragmatic hiatus. Attorney alleges that misdiagnosis, delayed diagnosis, delayed care, improper care, delay of care, improper testing, improper or lack of prescribing and providing medications, and was the actual and proximate cause of patient death. Attorney also alleges mental, physical suffering and emotional trauma suffered by the plaintiff. It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made at this time. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including peritonitis, sepsis due to infection, graft dehiscence and death. No medical records, autopsy report, or death certificate have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. In regards to the infection, the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Should additional information be provided, a supplemental emdr will be submitted. Not returned.